Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The issue of the imaging system not being able to power on was confirmed. Batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. The replaced batteries were discarded by the medtronic representative on site. No parts were returned for analysis.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the battery charging light was flashing red. System was left charging overnight, but issue persisted. There was no patient present when this issue was observed.